Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the patient reported external devices could not communicate with the ipg, which changed after a fall approximately at the end of (B)(6) 2019. The patient (B)(6) undergo surgical intervention to resolve the issue.